Event description:
The distributor has reported on behalf of their customer that the device did not function properly prior to use.

Manufacturer narrative:
To date the device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported incident.